Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reported that the cardboard box containing the implant had been opened, and the seal of the second package was not completely closed, which meant the implant was not sterile. Procedure was completed at tooth site 25 using a 4.1*10 mm zimmer implant.